Event description:
Follow up information identified the patient underwent surgical intervention where her ipg was replaced with a new one, which resolved the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was without stimulation. It was also reported the patient had not charged her ipg in approximately a year. The patient's ipg is inoperable. Subsequently, the patient will undergo surgical intervention as the next course of action.